Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako. The evaluation is ongoing, and a supplemental report will be filed when further information is obtained.

Manufacturer narrative:
Device not returned for evaluation the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. When the surgeon was impacting the tibial insert trials, the tip of the tibial impactor broke. The breakage did not delay or affect the outcome of the case, which was successful.

Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. When the surgeon was impacting the tibial insert trials, the tip of the tibial impactor broke. The breakage did not delay or affect the outcome of the case, which was successful.